Manufacturer narrative:
H.6. Investigation summary: no samples and 3 photos were returned by the customer in support of this complaint. Visual examination of the photos was performed and revealed defective stopper molding, non-fill of the stopper. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor to this customer defect. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes inner side of cap was observed to be abnormal and possibly caused blood to leak after collection. No patient impact was reported. The following information was provided by the initial reporter: tubes got leaked after vacuum blood collection. Then, users found that the inner of cap were got abnormal and consider whether caused blood leaked.

Manufacturer narrative:
Initial reporter email: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes inner side of cap was observed to be abnormal and possibly caused blood to leak after collection. No patient impact was reported. The following information was provided by the initial reporter: tubes got leaked after vacuum blood collection. Then, users found that the inner of cap were got abnormal and consider whether caused blood leaked.